Event description:
A patient was prepped for a port placement procedure using the powerport clearvue slim port. Prior to the procedure, it was reported that the base is cracked. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport clearvue slim implantable port with kit components was returned for evaluation. Gross visual, microscopic evaluations were performed. The complaint sample was noted to be clean. Gross examination of the port body showed no puncture access of the port septum. No fracture was observed on port body and port stem. The investigation is unconfirmed for the reported base cracked issue as no fracture was observed on port body and port stem. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient was prepped for a port placement procedure using the powerport clearvue slim port. Prior to the procedure, it was reported that the base is cracked. There was no patient contact.